Event description:
It was reported a patient underwent a pvc (premature ventricular contraction) cardiac ablation procedure which included the use of a thermocool® smart touch® sf bi-directional navigation catheter and experienced experienced heart block treated with medical therapy and prolonged hospitalization. The origin of the pvc in the vicinity of his (his bundle) was identified by octaray mapping and ablation was performed. After ablation, the pvc disappeared after the first ablation. When the surrounding area was ablated about 5 times, a junctional rhythm occurred immediately after the 5th ablation, and an a-v block occurred immediately after the next ablation. Ioproterenol was loaded, but the block was not resolved. Solu-cortef 500 mg was administered in the ward. The ablation was stopped immediately, but the rhythm did not return to sinus rhythm, and the procedure was terminated. Physician's opinions on the relationship between the event and the product (comments): not related to the bw product. No abnormalities observed prior to or during use of the product. Physician's opinion on the cause was the procedure. The physician commented that it caused by aggressive additional ablation even though pvc disappeared after the first ablation. Patient outcome is unchanged and the av block remains. The patient was discharged from the hospital on (B)(6) , 2 days delayed from the original planed discharged date ((B)(6) because of av block.

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31122732l and no internal actions related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).